Event description:
It was reported that during a surgical procedure that the device subject to this report snapped at the tip. It was further reported that the tip of the device remains embedded in the patient's cortical bone.

Manufacturer narrative:
Device not returned for evaluation.